Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure, upon interrogation it was found that patient's right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.